Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -11.00/2.0/114 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2024 prk was performed. The lens remains implanted. The reporter indicated the cause of the event is unknown. H6- health effect- impact code (f): "4625" and "4614" should be added. H6- medical device problem code (a): "2993" should be added and "3189" should be removed. H11- manufactuer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Prk is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- medical device problem code: 1494- off-label use (acd<3.0mm) (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -11.00/2.0/114 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. The lens remains implanted and the problem was not resolved. The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
Corrected data: h6- medical device problem code (a): "1494" should be removed. (B)(4)